Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache and dizziness. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results; customer also stated that she was unable to open the battery door of the meter. During the call, upon changing the battery, customer ran a blood test and stated she got a result of 267 mg/dl non-fasting am after breakfast. Customer did state the result she got is about 100 points higher than usual for her; an expected blood glucose test result range was not provided. Customer is having symptoms of dizziness and headache and is unsure if it is related to diabetes. Medical attention was not needed at the time of the call. The product is not stored according to specification (kitchen). The test strips are expired: manufacturer¿s expiration date is 10/30/2024 (date) and open vial date is one week ago. The meter memory was not reviewed for previous test result history.